Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event and status of the patient. As of (B)(6) 2015 there has been no additional information provided by the user facility pertaining to that request. (B)(4). The user facility biomed determined that the most likely cause of the reported event was that the device¿s gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and place it back into service.

Event description:
A user facility biomed reported that while in use on a patient the device's fio2 % was set to 50% and the fio2 % reading was 21%. The patient was removed from the device and placed on another device with no harm to the patient.

Manufacturer narrative:
Failure analysis (fa) lab received a gas delivery engine (gde). The gde was inspected externally, no anomalies were found. The gde was installed on to an avea test station and powered on to user mode, gde is cycling properly. Conducted test per test standard and the testing passed. By running est test fa was able to visually verify the blender flag was rotating properly. Continued by setting the fio2 at 50% and connecting the o2 analyzer. Fio2 reading on uim was 51% and reading on o2 analyzer was 50.5%. The gde assembly was left running for a total of forty two hours. Continued by setting the fio2 at 50% and connecting the o2 analyzer once again. Fio2 reading on uim was 52% and reading on o2 analyzer was 51.1%. Adjusted the set fio2 to different values and the o2 blender flag followed accordingly with the o2 analyzer and uim fio2 monitor value. Then continued by removing o2 blender assembly to externally inspected blender, no anomalies were found. The customers issue could not be duplicated. As a precautionary measure a new o2 blender assembly was installed.